Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with faded serial number label. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump button was unresponsive as the enter button kept being pushed down. The customer's blood glucose level was 3.8 mmol/l at the time of the incident. The customer stated that the insulin pump vibrated and displayed that the same button was held down for three minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.